Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the device's breath rate was lower than expected. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was further evaluated by ventec where the reported issue of it providing a lower than expected breath rate was confirmed. Ventec replaced the exhalation control module (ecm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ecm.